Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 149mg/dl. The customer treated with manual injections. Troubleshoot was conducted. It was reported that the customer was requesting tubing clamp in order to conduct high pressure testing. It was reported that the customer believed the pump was working at this time.